Manufacturer narrative:
Zimvie received one (1) tsvh13, (impl tapered scr-v ha 3.7 mm 3.5mm 13mm for evaluation. Visual evaluation was performed, a fracture has been identified on the implants collar. DHR review was completed for the subject lot number 60504516. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 60504516, for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : implant¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: device manufacture date. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k011028, k013227. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that implant was removed due to implant fractured at collar. Per indicated in 2022 with the existing implant already fractured. This was first time being seen in customer office. The implant crown eventually became loose and symptomatic. Discussed with patient option of bone graft and implant replacement. The implant was removed. Symptoms as a result of the event: pain and inflammation.